Event description:
It was reported that during a transcatheter aortic valve implant procedure vial the femoral access, a pre-dilation was performed using an 18 mm non-Medtronic balloon. During passage across the aortic valve with the device, blood pressure decreased. A transthoracic echocardiogram identified a pericardial effusion, and the device was retracted into the descending aorta. Cardiopulmonary resuscitation was performed and a sternotomy was required. After the chest was opened and circulatory support was established, a left ventricular rupture was visible. Attempts to suture the left ventricular defect were unsuccessful, and the patient died; the reported cause of death was untreatable left ventricular rupture.

Manufacturer narrative:
Continuation of D10: Product ID EVFXPLUS-26 (Serial: (b)(6)); Product Type: 0195-HEART VALVES; Implant Date ; Explant Date Product ID L-EVOLUTFX-2329 (Lot: 0013217835); Product Type: 0195-HEART VALVES; Implant Date ; Explant Date A. Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.